Event description:
While servicing the ventilator, the manufacturer's service technician reported the snubber pcb was noted to have evidence of overheating. The ventilator was due for a snubber pcb replacement per a manufacturer recall notice. The manufacturer's service technician replaced the power supply to correct the problem. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
(B) (4)